Manufacturer narrative:
The correct information has been provided in this report.

Manufacturer narrative:
Motor error alarm during occlusion test due to faulty fsr. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. No unexpected failed battery test alarm or weak battery alarm noted. Pump received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip, cracked reservoir tube and missing address/serial number label.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Mother stated the alarm occurred during bolus. The drive support cap appears normal. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed and advised that at this time displacement test and manual prime were successful and motor alarm did not recur. Customer was able to complete pump rewind. The insulin pump is being replaced per the request of the customer's mother. Advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.